Manufacturer narrative:
The account found that the charger cord was burnt. The most probable root cause to the burnt cable is a short circuit in the power cable socket. A female socket will gradually wear out over time. Extensive wear will loosen the connectors with an increased risk of arcing. This will then destroy the socket. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account replaced the charger cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the cord from the control box was burnt. The lift was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).